Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that pre-operation the patients white blood cell count high was 13 and low was 11.5. Routine pre-operation and peri-operation antibiotics were given prophylactically. On (B)(6) 2021 the patient, with (B)(6), returned for operating room (or) and was on pressors and inotropes. The patient presented acute on chronic renal dysfunction and with hyponatremia, and put on (B)(6). The patient was anemic at baseline, and one unit of red blood cells were given along with, 0.05 mg (B)(6) and 0.125 mg of (B)(6) for right (B)(6). On (B)(6) 2021, (B)(6) was stopped and 0.125 mg of (B)(6) was continued. (B)(6) was stopped on (B)(6) 2021. The right (B)(6) did not exist prior to implant the renal dysfunction did exist prior to implant. The patient was doing well and no antibiotics were initiated for leukocytosis. There were variable pulsatility index (pi) events noted with decreasing pump speed to 4600 rotations per minute (rpm). The pump was programmed at 5200 rpms. The patient had a presyncopal episode when standing for a chest x-ray. There were low flow alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, the report of low flow alarms and variable pulsatility index (pi) events could not be confirmed as no log files were provided for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07oct2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding, right heart failure, renal dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). Section 4 explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. Section 7 "alarms and troubleshooting" outlines all system controller alarms (including pump stop and low flow alarms), as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document contains information about preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.